Event description:
Complainant alleged that during biomed testing the device was powered on via ac power and shut down when the device was moved. Complainant indicated that there was no pt involvement in the reported malfunction.